Manufacturer narrative:
In the case description, the user mentioned the device failing to turn on and the charging port melting. Visual inspection of the returned controller confirmed the reported thermal event. Inspection of the charging port of the controller found the plastic around the port to be warped and damages were observed on the inside of the port consistent with thermal exposure. The charging cable and charging adapter were not returned with the controller. The controller was unable to turn on and the controller could not be plugged in to charge due to the observed thermal damage. Android log files from the date of occurrence were not available in the cloud system and logs were not pulled from the controller due to the thermal damage to the charging port. The back cover of the controller was removed and the secondary back cover unscrewed to inspect the internal components. The tamper seal was noted to be intact prior to removal. Inspection of the internal components found both fluid ingress indicators to be red and corrosion was observed on components, indicating that fluid got inside. No thermal damage was observed inside the device. It could not be conclusively determined if the fluid ingress contributed to the controller being unable to turn on, or if there was fluid inside the charging port at the time of the event that contributed to the thermal damage. The thermal failure observed is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The caller reported using a non-insulet supplied charging cable that was 6 ft in length, and noted while it was plugged in the cable became extremely hot, and started to discolor. Additionally, the plastic around the charging port of the controller appeared melted. The devices will not be returned to insulet for investigation.